Manufacturer narrative:
Initial reporter complete facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting non-recoverable alarm 77 (chiller temp sensor out of range - high resistance). Turned device off and on. Device alerted low reservoir and explained could ignore this. Before could empty pads and restart the screen stopped displaying the graph and only displayed an arctic sun device icon with a circle and slash. They would send this device to biomed and replace with a new device. Per follow up information received via task on 13apr2026, transferred to the biomed who could not confirm receiving this device. Suggested contacting the nurses again to make sure they did not resolve the problem themselves.